Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string was missing from a tampon and she had to manually remove the tampon. She was able to remove all of the tampon and did not need to seek medical assistance.